Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info has been requested.

Event description:
Literature: torres cv, moro e, lopez-rios al, et al. Deep brain stimulation of the general intermediate nucleus of the thalamus for tremor in pts with multiple sclerosis. Neurosurgery, sep 2010; 67(3): 646-651; discussion 651. Summary: the authors report the short and longer-term follow-up of ventral intermediate nucleus (vim) deep brain stimulation (dbs) in 10 pts (4 men and 6 women) receiving 11 dbs leads (1 bilateral staged) for multiple sclerosis (ms) medication-resistant tremor, reporting only 30% of pts with >50% tremor reduction using a standardized tremor rating scale at 1 year, and only 20% with reduction of >50% at 3 years. All pts were severely disabled secondary to their ms lesion burden; 9 were wheelchair bound and 1 was ambulating with the aid of a walker. Each had severe tremor, being unable, for example, to drink with the unassisted hand. Reportable event: the tremor affecting one pt (pt 10) did not improve with stimulation, despite exhaustive exploration of stimulation parameters. This pt had experienced intraoperative seizures and was placed on phenytoin for 3 months. They had no further seizures, and antiseizure medication was discontinued. This pt had their system removed because of an infection 20 months after surgery.